Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit or blank display. The lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer reported that this issue had occurred four times in the past two weeks, even after a new battery cap and cleaning the battery compartment as instructed. The customer did not recall the blood glucose reading. She stated that the insulin pump had been dropped before. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.